Event description:
The reporter stated, the surgeon inserted and removed an aa4204vl silicone single piece lens within the same surgery, due to the capsular bag was too large for the lens and the surgeon changed his mind for a three piece lens. The lens was removed with no pt injury. The reporter stated, the lens removal was due to the pt's anatomy and was not lens related.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval.